Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device in right cornua") and haemorrhagic ovarian cyst ("bleeding cyst") in an adult female patient who had essure (batch no. A69938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008 and (B)(6) 2011), cesarean section in 1996, aural polyp in 2011, alcohol use, migraine and lumbago. She denies abnormal vaginal discharge. Previously administered products included for birth control: nuvaring from 2006 to 2007 and depo-provera injection from 1996 to 2005. Concurrent conditions included overweight, drug allergy and asthma. Family history included hypertension (maternal grandmother), arthritis (maternal grandmother) and acid reflux (oesophageal) (maternal grandmother). Concomitant products included acrivastine (benadryl otc), citalopram hydrobromide (celexa) since (B)(6) 2015, docusate sodium (colace) from 2012 to 2015, ibuprofen from 2012 to 2015, multivitamin, ondansetron (zofran), oxycocet (percocet) from 2012 to 2015, ranitidine hydrochloride (zantac) and vitamin b. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain occurs on occasion with menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, haemorrhagic ovarian cyst (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/accompanied by blood clots/she also has heavy menstrual bleeding that is accompanied by blood clots"), dyspareunia ("pain with sexual intercourse"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), nasal polyps ("epistaxis/nasal polyp"), uterine pain ("severe uterus pain(daily)"), pelvic discomfort ("discomfort") and epistaxis ("epistaxis"). The patient was treated with omeprazole (prilosec) and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, haemorrhagic ovarian cyst, vaginal haemorrhage, gastrooesophageal reflux disease, depression, nasal polyps, uterine pain, pelvic discomfort and epistaxis outcome was unknown and the menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, epistaxis, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, menorrhagia, nasal polyps, pelvic discomfort, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of your essure placement and removal procedure. There were 6 coils into the uterine cavity after removal of the insertion device . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion, the coils were in place ultrasound scan - in (B)(6) 2013: revealed part of it has migrated in 2013 she had undergone essure confirmation test. The opening to the peritoneal cavity was extended in a vertical direction sharply upon entering the abdominal cavity the below findings were noted. On (B)(6) 2015,laboratory report done which showed uterus, cervix and bilateral fallopian tubes, excision. Cervix - chronic cervicitis. Endometrium was benign proliferative endometrium. Myometrium was benign intramural leiomyoma, 0.6 cm in size. Serosa was no significant pathologic findings. Bilateral fallopian tubes was no significant pathologic findings. Received in formalin is a uterus with attached cervix and separately received bilateral fallopian tubes. The uterus with cervix measures 9.5 x 6.5 x 56.0 cm. It weighs 148 grams. The serosal surface is red-tan with a few adhesions. A portion of the left fallopian tube is attached and measures 3.0 x 0.5 cm. The portion of attached fallopian tube contains a spring wire. A portion of spring wire is also identified in the right cornu. The cervical os measures 1 cm in length. The cervical mucosa is glistening tan and focally hyperemic. The endocervical canal measures 3 em in length and appears normal. The endometrial cavity measures 5 cm in length x 3.5 cm in maximum width. The endometrium is tan and focally hyperemic measuring up to 0.4 cm in thickness. The myometrium averages 2.8 cm in thickness. Sectioning through the myometrium reveals one well-circumscribed nodule measuring 0.6 cm in greatest dimension. The nodule is intramural. The fallopian tubes are received unoriented. The first identified fallopian tube measures 7.5 cm in length x up to 0.8 cm in diameter. The fimbriae are partially occluded by a few adhesions. A para tubal cyst is present measuring 0.7 cm in greatest dimension. The cyst contains clear watery fluid. The proximal end of the fallopian tube contains a portion of spring wire. The second identified fallopian tube measures 4.5 cm in length x up to 0.8 cm in diameter. The fallopian tube on section is grossly unremarkable. The fimbriae are partially occluded by a few adhesions. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff fact sheet and social media: haemorrhagic ovarian cyst, vaginal bleeding, dysmenorrhea, acid reflux, depression, epistaxis, nasal polyp, uterine pain, pelvic discomfort and device dislocation event is confirmed as ultrasound showed coil on left side and no coil on the right from social media post. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("heavy menstrual bleeding/accompanied by blood clots") and dyspareunia ("pain with sexual intercourse"). The patient was treated with surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device in right cornua") and haemorrhagic ovarian cyst ("bleeding cyst") in an adult female patient who had essure (batch no. A69938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008 and (B)(6) 2011), cesarean section in 1996, aural polyp in 2011, alcohol use, migraine and lumbago. She denies abnormal vaginal discharge. Previously administered products included for birth control: nuvaring from 2006 to 2007 and depo-provera injection from 1996 to 2005. Concurrent conditions included overweight, drug allergy and asthma. Family history included hypertension (maternal grandmother), arthritis (maternal grandmother) and acid reflux (oesophageal) (maternal grandmother). Concomitant products included acrivastine (benadryl otc), citalopram hydrobromide (celexa) since (B)(6) 2015, docusate sodium (colace) from 2012 to 2015, ibuprofen from 2012 to 2015, multivitamin, ondansetron (zofran), oxycocet (percocet) from 2012 to 2015, ranitidine hydrochloride (zantac) and vitamin b. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain occurs on occasion with menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, haemorrhagic ovarian cyst (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/accompanied by blood clots/she also has heavy menstrual bleeding that is accompanied by blood clots"), dyspareunia ("pain with sexual intercourse"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), nasal polyps ("epistaxis/nasal polyp"), uterine pain ("severe uterus pain(daily)"), pelvic discomfort ("discomfort") and epistaxis ("epistaxis"). The patient was treated with omeprazole (prilosec) and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, haemorrhagic ovarian cyst, vaginal haemorrhage, gastrooesophageal reflux disease, depression, nasal polyps, uterine pain, pelvic discomfort and epistaxis outcome was unknown and the menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, epistaxis, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, menorrhagia, nasal polyps, pelvic discomfort, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of your essure placement and removal procedure. There were 6 coils into the uterine cavity after removal of the insertion device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion, the coils were in place ultrasound scan - in (B)(6) 2013: revealed part of it has migrated in 2013 she had undergone essure confirmation test. The opening to the peritoneal cavity was extended in a vertical direction sharply upon entering the abdominal cavity the below findings were noted. On (B)(6) 2015,laboratory report done which showed uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis. Endometrium was benign proliferative endometrium. Myometrium was benign intramural leiomyoma, 0.6 cm in size. Serosa was no significant pathologic findings. Bilateral fallopian tubes was no significant pathologic findings. Received in formalin is a uterus with attached cervix and separately received bilateral fallopian tubes. The uterus with cervix measures 9.5 x 6.5 x 56.0 cm. It weighs 148 grams. The serosal surface is red-tan with a few adhesions. A portion of the left fallopian tube is attached and measures 3.0 x 0.5 cm. The portion of attached fallopian tube contains a spring wire. A portion of spring wire is also identified in the right cornu. The cervical os measures 1 cm in length. The cervical mucosa is glistening tan and focally hyperemic. The endocervical canal measures 3 em in length and appears normal. The endometrial cavity measures 5 cm in length x 3.5 cm in maximum width. The endometrium is tan and focally hyperemic measuring up to 0.4 cm in thickness. The myometrium averages 2.8 cm in thickness. Sectioning through the myometrium reveals one well-circumscribed nodule measuring 0.6 cm in greatest dimension. The nodule is intramural. The fallopian tubes are received unoriented. The first identified fallopian tube measures 7.5 cm in length x up to 0.8 cm in diameter. The fimbriae are partially occluded by a few adhesions. A para tubal cyst is present measuring 0.7 cm in greatest dimension. The cyst contains clear watery fluid. The proximal end of the fallopian tube contains a portion of spring wire. The second identified fallopian tube measures 4.5 cm in length x up to 0.8 cm in diameter. The fallopian tube on section is grossly unremarkable. The fimbriae are partially occluded by a few adhesions. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff fact sheet and social media: haemorrhagic ovarian cyst, vaginal bleeding, dysmenorrhea, acid reflux, depression, epistaxis, nasal polyp, uterine pain, pelvic discomfort and device dislocation event is confirmed as ultrasound showed coil on left side and no coil on the right from social media post. Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs and mr and social media post received: reporters were added. Event updated per pfs: dysmenorrhea (cramping)/pain occurs on occasion with menstruation. Event added per pfs: bleeding cyst, vaginal abnormal bleeding, dysmenorrhea (cramping)/pain occurs on occasion with menstruation, acid reflux, depression, epistaxis, nasal polyp, severe uterus pain(daily), discomfort. Lab data added. Historical condition added, concomitant medication added. Outcome of the event pain, dysmenorrhea, dyspareunia, menorrhagia added as recovred/resolved. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of the device in right cornua'). In an adult female patient who had essure (batch no. A69938), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: aural polyp in 2011, cesarean section in 1996, multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008 and (B)(6) 2011), alcohol use, migraine and lumbago. She denies abnormal vaginal discharge. In 2013 she had undergone essure confirmation test. The opening to the peritoneal cavity was extended in a vertical direction sharply upon entering the abdominal cavity. The below findings were noted. On (B)(6) 2015, laboratory report done. Which showed uterus, cervix and bilateral fallopian tubes, excision cervix -chronic cervicitis. Endometrium was benign proliferative endometrium. Myometrium was benign intramural leiomyoma, 0.6 cm in size. Serosa was no significant pathologic findings. Bilateral fallopian tubes was no significant pathologic findings. Received in formalin is a uterus with attached cervix and separately received bilateral fallopian tubes. The uterus with cervix measures 9.5 x 6.5 x 56.0 cm. It weighs 148 grams. The serosal surface is red-tan with a few adhesions. A portion of the left fallopian tube is attached and measures 3.0 x 0.5 cm. The portion of attached fallopian tube contains a spring wire. A portion of spring wire is also, identified in the right cornu. The cervical os measures 1 cm in length. The cervical mucosa is glistening tan and focally hyperemic. The endocervical canal measures 3 em in length and appears normal. The endometrial cavity measures 5 cm in length x 3.5 cm in maximum width. The endometrium is tan and focally hyperemic measuring up to 0.4 cm in thickness. The myometrium averages 2.8 cm in thickness. Sectioning through the myometrium reveals, one well-circumscribed nodule measuring 0.6 cm in greatest dimension. The nodule is intramural. The fallopian tubes are received unoriented. The first identified fallopian tube measures 7.5 cm in length x up to 0.8 cm in diameter. The fimbriae are partially occluded by a few adhesions. A para tubal cyst is present measuring 0.7 cm in greatest dimension. The cyst contains clear watery fluid. The proximal end of the fallopian tube contains a portion of spring wire. The second identified, fallopian tube measures 4.5 cm in length x up to 0.8 cm in diameter. The fallopian tube on section is grossly unremarkable. The fimbriae are partially occluded by a few adhesions. Previously administered products included: for birth control: nuvaring from 2006 to 2007 and depo-provera injection from 1996 to 2005. Concurrent conditions included: overweight, drug allergy, asthma and leiomyoma of uterus, unspecified. Family history included: hypertension (maternal grandmother), arthritis (maternal grandmother) and acid reflux (oesophageal) (maternal grandmother). Concomitant products included: since (B)(6) 2015, acrivastine (benadryl otc), docusate sodium (colace) from 2012 to 2015, ibuprofen from 2012 to 2015, ondansetron (zofran), oxycodone hydrochloride; paracetamol (percocet) from 2012 to 2015, ranitidine hydrochloride (zantac), vitamin b complex (vitamin b) and vitamins nos (multivitamin). On 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain occurs on occasion with menstruation"). On (B)(6) 2013, the patient had essure inserted. On 2014, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, haemorrhagic ovarian cyst ("bleeding cyst"), heavy menstrual bleeding ("heavy menstrual bleeding/accompanied by blood clots/she also has heavy menstrual bleeding that is accompanied by blood clots"), dyspareunia ("pain with sexual intercourse"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), nasal polyps ("epistaxis/nasal polyp"), uterine pain ("severe uterus pain(daily)"), pelvic discomfort ("discomfort"), epistaxis ("epistaxis") and amnesia ("memory loss"). The patient was treated with omeprazole (prilosec), excision of polyp and surgery (underwent a total abdominal hysterectomy, and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, haemorrhagic ovarian cyst, vaginal haemorrhage, gastrooesophageal reflux disease, depression, nasal polyps, uterine pain, pelvic discomfort and epistaxis outcome was unknown. The heavy menstrual bleeding, dyspareunia and dysmenorrhoea had resolved. And the amnesia had not resolved. The reporter considered amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, epistaxis, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, heavy menstrual bleeding, nasal polyps, pelvic discomfort, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications or problems that occurred, at the time of your essure placement and removal procedure. There were 6 coils into the uterine cavity on right side, after removal of the insertion device. And 8 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram: on 2013, results: total bilateral occlusion, the coils were in place; ultrasound scan: on (B)(6) 2013, results: revealed, part of it has migrated. Concerning the injuries reported in this case, the following one/ones were reported via plaintiff fact sheet and social media: haemorrhagic ovarian cyst, vaginal bleeding, dysmenorrhea, acid reflux, depression, epistaxis, nasal polyp, uterine pain, pelvic discomfort and device dislocation event is confirmed. As ultrasound showed coil on left side and no coil on the right. From social media post: memory loss. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, social media received: reporter information. Event: memory loss added. Event: haemorrhagic ovarian cyst , seriousness criteria updated as non-serious, we received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device in right cornua') in an adult female patient who had essure (batch no. A69938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included aural polyp in 2011, cesarean section in 1996, multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008 and (B)(6) 2011), alcohol use, migraine and lumbago. She denies abnormal vaginal discharge. *in 2013 she had undergone essure confirmation test. The opening to the peritoneal cavity was extended in a vertical direction sharply upon entering the abdominal cavity the below findings were noted. On (B)(6) 2015,laboratory report done which showed uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis. Endometrium was benign proliferative endometrium. Myometrium was benign intramural leiomyoma, 0.6 cm in size. Serosa was no significant pathologic findings. Bilateral fallopian tubes was no significant pathologic findings. Received in formalin is a uterus with attached cervix and separately received bilateral fallopian tubes. The uterus with cervix measures 9.5 x 6.5 x 56.0 cm. It weighs 148 grams. The serosal surface is red-tan with a few adhesions. A portion of the left fallopian tube is attached and measures 3.0 x 0.5 cm. The portion of attached fallopian tube contains a spring wire. A portion of spring wire is also identified in the right cornu. The cervical os measures 1 cm in length. The cervical mucosa is glistening tan and focally hyperemic. The endocervical canal measures 3 em in length and appears normal. The endometrial cavity measures 5 cm in length x 3.5 cm in maximum width. The endometrium is tan and focally hyperemic measuring up to 0.4 cm in thickness. The myometrium averages 2.8 cm in thickness. Sectioning through the myometrium reveals one well-circumscribed nodule measuring 0.6 cm in greatest dimension. The nodule is intramural. The fallopian tubes are received unoriented. The first identified fallopian tube measures 7.5 cm in length x up to 0.8 cm in diameter. The fimbriae are partially occluded by a few adhesions. A para tubal cyst is present measuring 0.7 cm in greatest dimension. The cyst contains clear watery fluid. The proximal end of the fallopian tube contains a portion of spring wire. The second identified fallopian tube measures 4.5 cm in length x up to 0.8 cm in diameter. The fallopian tube on section is grossly unremarkable. The fimbriae are partially occluded by a few adhesions. Previously administered products included for birth control: nuvaring from 2006 to 2007 and depo-provera injection from 1996 to 2005. Concurrent conditions included overweight, drug allergy, asthma and leiomyoma of uterus, unspecified. Family history included hypertension (maternal grandmother), arthritis (maternal grandmother) and acid reflux (oesophageal) (maternal grandmother). Concomitant products included since (B)(6) 2015, acrivastine (benadryl otc), docusate sodium (colace) from 2012 to 2015, ibuprofen from 2012 to 2015, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2015, ranitidine hydrochloride (zantac), vitamin b complex (vitamin b) and vitamins nos (multivitamin). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain occurs on occasion with menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, haemorrhagic ovarian cyst ("bleeding cyst"), heavy menstrual bleeding ("heavy menstrual bleeding/accompanied by blood clots/she also has heavy menstrual bleeding that is accompanied by blood clots"), dyspareunia ("pain with sexual intercourse"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), nasal polyps ("epistaxis/nasal polyp"), uterine pain ("severe uterus pain(daily)"), pelvic discomfort ("discomfort"), epistaxis ("epistaxis") and amnesia ("memory loss"). The patient was treated with omeprazole (prilosec), excision of polyp and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, haemorrhagic ovarian cyst, vaginal haemorrhage, gastrooesophageal reflux disease, depression, nasal polyps, uterine pain, pelvic discomfort and epistaxis outcome was unknown, the heavy menstrual bleeding, dyspareunia and dysmenorrhoea had resolved and the amnesia had not resolved. The reporter considered amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, epistaxis, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, heavy menstrual bleeding, nasal polyps, pelvic discomfort, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of your essure placement and removal procedure. There were 6 coils into the uterine cavity on right side after removal of the insertion device and 8 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion, the coils were in place. Ultrasound scan - in (B)(6) 2013: results: revealed part of it has migrated. Lot number:a69938. Manufacture date:2012-11. Expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device in right cornua') in an adult female patient who had essure (batch no. A69938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included aural polyp in 2011, cesarean section in 1996, multigravida, parity 3 ((B)(6) 1996, (B)(6) 2008 and (B)(6) 2011), alcohol use, migraine and lumbago. She denies abnormal vaginal discharge. *in 2013 she had undergone essure confirmation test. The opening to the peritoneal cavity was extended in a vertical direction sharply upon entering the abdominal cavity the below findings were noted. On (B)(6) 2015,laboratory report done which showed uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis. Endometrium was benign proliferative endometrium. Myometrium was benign intramural leiomyoma, 0.6 cm in size. Serosa was no significant pathologic findings. Bilateral fallopian tubes was no significant pathologic findings. Received in formalin is a uterus with attached cervix and separately received bilateral fallopian tubes. The uterus with cervix measures 9.5 x 6.5 x 56.0 cm. It weighs 148 grams. The serosal surface is red-tan with a few adhesions. A portion of the left fallopian tube is attached and measures 3.0 x 0.5 cm. The portion of attached fallopian tube contains a spring wire. A portion of spring wire is also identified in the right cornu. The cervical os measures 1 cm in length. The cervical mucosa is glistening tan and focally hyperemic. The endocervical canal measures 3 em in length and appears normal. The endometrial cavity measures 5 cm in length x 3.5 cm in maximum width. The endometrium is tan and focally hyperemic measuring up to 0.4 cm in thickness. The myometrium averages 2.8 cm in thickness. Sectioning through the myometrium reveals one well-circumscribed nodule measuring 0.6 cm in greatest dimension. The nodule is intramural. The fallopian tubes are received unoriented. The first identified fallopian tube measures 7.5 cm in length x up to 0.8 cm in diameter. The fimbriae are partially occluded by a few adhesions. A para tubal cyst is present measuring 0.7 cm in greatest dimension. The cyst contains clear watery fluid. The proximal end of the fallopian tube contains a portion of spring wire. The second identified fallopian tube measures 4.5 cm in length x up to 0.8 cm in diameter. The fallopian tube on section is grossly unremarkable. The fimbriae are partially occluded by a few adhesions. Previously administered products included for birth control: nuvaring from 2006 to 2007 and depo-provera injection from 1996 to 2005. Concurrent conditions included overweight, drug allergy, asthma and leiomyoma of uterus, unspecified. Family history included hypertension (maternal grandmother), arthritis (maternal grandmother) and acid reflux (oesophageal) (maternal grandmother). Concomitant products included since (B)(6) 2015, acrivastine (benadryl otc), docusate sodium (colace) from 2012 to 2015, ibuprofen from 2012 to 2015, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2015, ranitidine hydrochloride (zantac), vitamin b complex (vitamin b) and vitamins nos (multivitamin). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain occurs on occasion with menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("bleeding cyst"), heavy menstrual bleeding ("heavy menstrual bleeding/accompanied by blood clots/she also has heavy menstrual bleeding that is accompanied by blood clots"), dyspareunia ("pain with sexual intercourse"), pelvic pain ("pelvic pain"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), nasal polyps ("epistaxis/nasal polyp"), uterine pain ("severe uterus pain(daily)"), pelvic discomfort ("discomfort"), epistaxis ("epistaxis") and amnesia ("memory loss"). The patient was treated with omeprazole (prilosec), excision of polyp and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, haemorrhagic ovarian cyst, pelvic pain, vaginal haemorrhage, gastrooesophageal reflux disease, depression, nasal polyps, uterine pain, pelvic discomfort and epistaxis outcome was unknown, the heavy menstrual bleeding, dyspareunia and dysmenorrhoea had resolved and the amnesia had not resolved. The reporter considered amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, epistaxis, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, heavy menstrual bleeding, nasal polyps, pelvic discomfort, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of your essure placement and removal procedure. There were 6 coils into the uterine cavity on right side after removal of the insertion device and 8 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion, the coils were in place. Surgical reports - on (B)(6) 2015: pathologic diagnosis: final diagnosis uterus, cervix and bilateral fallopian tubes, excision cervix - chronic cervicitis. Endometrium - benign proliferative endometrium. Myometrium - benign intramural leiomyoma, 0.6 cm in size. Serosa - no significant pathologic findings. Bilateral fallopian tubes ¿ no significant pathologic findings.. Ultrasound scan - in (B)(6) 2013: results: revealed part of it has migrated. Lot number:a69938, manufacture date:2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.